Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device did not fire correctly; the staples were bent in the tissue. Second device was opened and the case was completed with no consequences to the patient. This is all the information available.

Manufacturer narrative:
(B)(4). The analysis results found that the instrument was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing the device for functionality the device was cycled, fed and formed nine clips as intended and it ejected six clips. Finally, it locked out as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.